Event description:
It was reported that during a davinci-assisted surgical procedure, the monopolar curved scissors (mcm) did not open anymore and the cable broke. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-may-2026: when the monopolar curved scissors (mcm) would no longer open, there was no tissue involvement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.